Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the camera dropped connection prior to the start of the intended diagnostic procedure and would not reconnect on the 4k autoclavable camera head. The issue was found during preparation for use. Subsequently, the intended procedure was completed with a similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated / confirmed during evaluation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.